Manufacturer narrative:
(B)(6). Product evaluation: analysis results not available; device not received for evaluation.

Event description:
It was reported that the surgeons "used 7.0mm trivantage tube, received all green check marks and proceeded to do a thyroid case, but when they observed nerve, the system did not indicate emg activity. When they stimulated, the surgeons said that they could feel the muscle palpate, so they knew it was nerve. When they reviewed the electrode details, impedance levels seemed to be within range. Asked the anesthesiologist to rotate the tube slightly and check to see if it was placed deep enough or either too deep. Also asked the anesthesiologist if he used any long lasting paralytics and he said, short term on this patient, but they should have worn off by then. We even switched to their other nim 3.0 system and had the same issue." A disposable stimulator was used and the procedure completed without use of the nim. There was no patient impact.

Manufacturer narrative:
Date of this event: (B)(6) 2016; reused single use: no; device available for evaluation: yes; received: 10/24/2016; date manufacturer received: 10/28/2016; product evaluation: when compared to the assembly drawing: the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit are as follows; red 8 ohms, red [w/white band] 14 ohms, blue 12 ohms, and blue [w/white band] 9 ohms. There were no open circuits and no out of specification condition of the main tube electrodes. There were no shorts between circuits and no intermittent behavior while manipulating the tube and wires. When viewed under magnification, there were no cracks in the electrode contacts. Per the xvi next gen emg tubes, a continuity test is performed prior to final packaging. The instructions for use provide contraindications and warnings that identify reasons why a user may experience reduced or eliminated emg responses to direct or passive neural stimulation such as; paralyzing agents / lubricants / sprays, neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli, deep anesthesia, which may suppress neuroelectrical activity, insufficient contact between the electrodes and vocal cords due to misplacement or using a tube size that is too small, and displacement during the procedure when rotating, flexing, or extending the patient¿s head and neck. Method: actual device evaluated (B)(4); electrical evaluation (B)(4); labeling evaluation (B)(4); optical microscopy (B)(4). Results: no failure detected (B)(4). Conclusion: use error caused or contributed to event (B)(4); no failure detected, device operated within specification (B)(4). Usage of device: initial. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.